Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient ((B)(6)) experienced intermittent stimulation when she would push on the ipg. Diagnostics revealed impedance readings within normal ranges. Surgical intervention was undertaken and when the physician moved the ipg header, the patient experienced changes in her stimulation. The physician explanted and replaced the ipg and effective stimulation was restored.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.